Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0zwv8, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturer representative that the patient experienced a seizure a few days post lead placement. The physicians believed he over exerted himself after he was released from the hospital. The patient went to a local hospital ER and was examined. Surgical intervention did not occur, nor was any planned, and the issue was considered resolved at the time of report. The patient outcome was reported to be alive with no injury. The indication for therapy was parkinsons dual and movement disorders. If additional information is received, a follow up report will be sent.